Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 29 mg/dl at the time of the incident. The customer was at 300 mg/dl at the time of the call. The customer was given intravenous glucose to treat. The customer experienced symptoms such as dizziness and low blood pressure. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer took a bolus for the high and it was coming down. The customer reported a missing label on their pump and some physical damage. The insulin pump will be returned for analysis.